Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that there was blood at the sensor insertion site. The blood glucose reading was 454 mg/dl, which was treated with a bolus. The customer's father stated that he and the customer had just inserted a new sensor about an hour prior, and everything was fine, but they just noticed that the part that connected to her body had blood in it. The customer stated that the site was tender. She was advised to monitor the site. Nothing further reported.